Event description:
It was alleged that an unoccupied bed operated into fold and horizontal positions without the button being manually depressed. It was also reported that this activity was stopped by unplugging the unit. No injury reported.